Event description:
Procedure type: low anterior resection . According to the reporter: during use on pt, suddenly the balloon was torn. The 25cc of air had been injected into balloon. Opened another. Reported no extra tension was applied. Operating time not extended. Tissue damage: no. Pieces fell into the cavity and could not be retrieved. No bleeding.

Manufacturer narrative:
(B)(4).